Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (external component issue) issue. It was reported that the battery cap threads were stripped. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/25/2014 with the following findings: during a visual inspection of the battery cap, no stripped threads or other damage was found. During testing, the cap secured properly to a test pump to maintain power and was removed without issues. The battery cap contact dimensions measured within specifications. No defect was found.

Manufacturer narrative:
The battery cap has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.